Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the foley catheter needed to be put through the hole at the top before insertion, or the foley would kink. Customer had several patients came back from operating room with these foleys inserted, and they were not put in correctly. This was a manufacturer defect as to how the foleys were assembled. They all have to make sure that the urine was not backflowing because of the kinked or bent tubing and that the urine was drained into the bag. Urine not drained from tubing to meter. Per follow up via email on 05mar2024, customer was unaware that this was how the foley catheters with the meter were made. The patient was no longer here but that design of the foley did create a safety or cauti risk for patients. The staff also said they were struggling with the white and metal clamps to open to empty the foleys and they did not like the extra length tubing on them.

Event description:
It was reported that the foley catheter needed to be put through the hole at the top before insertion, or the foley would kink. Customer had several patients came back from operating room with these foleys inserted, and they were not put in correctly. This was a manufacturer defect as to how the foleys were assembled. They all have to make sure that the urine was not backflowing because of the kinked or bent tubing and that the urine was drained into the bag. Urine not drained from tubing to meter.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. H11: section a: through f: the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant, reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Manufacturer narrative:
The reported event was unconfirmed. No root cause could be found because the reported event was unconfirmed. Visual evaluation of the returned photo samples noted one opened (without original packaging), urine meter bag. Three photos were received, the first two photos showed the top front section of the drain bag, the urine meter and its inlet tube and hanger. The third picture showed the reference and lot number. It is evidenced that the hanger is an "optimus hanger hinged hook", and the bag inlet tube is not passing through it. The tube is not kinked. The reported event is considered unconfirmed as the manufacturing process does not require the tube to go through the hanger, also the tube evidenced in the photo is not kinked. A DHR is not required since the reported failure was unconfirmed. The reported event is unconfirmed a labeling review is not required. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : the actual/suspected device was inspected.

Event description:
It was reported that the foley catheter needed to be put through the hole at the top before insertion, or the foley would kink. Customer had several patients came back from operating room with these foleys inserted, and they were not put in correctly. This was a manufacturer defect as to how the foleys were assembled. They all have to make sure that the urine was not backflowing because of the kinked or bent tubing and that the urine was drained into the bag. Urine not drained from tubing to meter. Per follow up via email on 05mar2024, customer was unaware that this was how the foley catheters with the meter were made. The patient was no longer here but that design of the foley did create a safety or cauti risk for patients. The staff also said they were struggling with the white and metal clamps to open to empty the foleys and they did not like the extra length tubing on them .